Event description:
It was reported that upon opening the outer packing box and examining the permanent cautery hook, there was a partial defect at the head end of the instrument. The outer packing was in good condition, and no defective remains were found inside the box. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary finding of proximal clevis broken to be related to the customer reported complaint. The instrument was found to have the plastic proximal clevis broken. Broken piece is missing on one side as a result of breakage. Size of missing piece is approximately 0.139¿ x 0.202¿. The other side was broken but was still intact. The root cause of broken instrument proximal clevis is typically attributed to the user mishandling/misuse, such as excess force applied to the distal end of the instrument.